Event description:
Per the clinic, the patient experienced poor performance with the device, resulting in the decision to explant the device. The device was explanted on september 01, 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 28, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 04, 2022.